Event description:
It is reported that the device required revision due to loosening and pain.

Manufacturer narrative:
A check of the manufacturing papers was not possible since we do not have the device for evaluation. This report will be amended when our investigation is complete.